Manufacturer narrative:
The device has been disposed of by the user facility. The root cause could not be duplicated since the device was not available.

Event description:
It was reported that the device would not transfer the collected blood into the blood bag. Approximately 400 ml of blood was discarded and 2 units of pre-donated prbc's were transfused into the patient. There were no adverse consequences alleged with this event.